Event description:
Customer reported an abo discrepancy on the galileo when performing fwd abo on a donor sample. It was o positive on the instrument and a negative manually.

Manufacturer narrative:
Customer could not find the disc containing archived information; a complete investigation could not be performed due to lack of information.the operator manual states that forward only abo-rh testing has a higher risk of mistype due to the absence of reverse type results. Hazardous mistypes may occur. Ffor this reason, abo-rh results should always be compared to the patient or donor's history.